Event description:
It was reported that this pacemaker and right atrial (ra) lead exhibited high out-of-range pacing impedances measuring greater than 3000 ohms which triggered a lead safety switch. Additionally, a signal artifact monitoring (sam) episode was stored on the atrial channel which had noise that was being oversensed which resulted in inappropriate atrial tachy response episodes. This was due to minute ventilation signal being oversensed. Boston scientific technical services recommended to bring the patient in for evaluation and test the ra lead to see if they can rule out a lead issue and to program the device to split configuration. The patient is not pacing dependent and has own underlying rhythm. At this time, this pacemaker and ra lead remains in service. No adverse patient effects were reported. This supplemental is being filed as additional information was received that this pacemaker and right atrial (ra) lead was explanted and replaced successfully. Additionally, the device was returned for analysis details. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker and right atrial (ra) lead exhibited high out-of-range pacing impedances measuring greater than 3000 ohms which triggered a lead safety switch. Additionally, a signal artifact monitoring (sam) episode was stored on the atrial channel which had noise that was being oversensed which resulted in inappropriate atrial tachy response episodes. This was due to minute ventilation signal being oversensed. Boston scientific technical services recommended to bring the patient in for evaluation and test the ra lead to see if they can rule out a lead issue and to program the device to split configuration. The patient is not pacing dependent and has own underlying rhythm. At this time, this pacemaker and ra lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker and right atrial (ra) lead exhibited high out-of-range pacing impedances measuring greater than 3000 ohms which triggered a lead safety switch. Additionally, a signal artifact monitoring (sam) episode was stored on the atrial channel which had noise that was being oversensed which resulted in inappropriate atrial tachy response episodes. This was due to minute ventilation signal being oversensed. Boston scientific technical services recommended to bring the patient in for evaluation and test the ra lead to see if they can rule out a lead issue and to program the device to split configuration. The patient is not pacing dependent and has own underlying rhythm. At this time, this pacemaker and ra lead remains in service. No adverse patient effects were reported. This supplemental is being filed as additional information was received that this pacemaker and right atrial (ra) lead was explanted and replaced successfully. Additionally, the device was returned for analysis details. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Investigation of the available information determined this device also exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition.

Event description:
It was reported that this pacemaker and right atrial (ra) lead exhibited high out-of-range pacing impedances measuring greater than 3000 ohms which triggered a lead safety switch. Additionally, a signal artifact monitoring (sam) episode was stored on the atrial channel which had noise that was being oversensed which resulted in inappropriate atrial tachy response episodes. This was due to minute ventilation signal being oversensed. Boston scientific technical services recommended to bring the patient in for evaluation and test the ra lead to see if they can rule out a lead issue and to program the device to split configuration. The patient is not pacing dependent and has own underlying rhythm. At this time, this pacemaker and ra lead remains in service. No adverse patient effects were reported.